Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that magnet in the incept was missing. A field service engineer, replaced the incept and rebooted the system to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 4 is unable to be restored to its original position or to be pulled out. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.